Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 500 mg/dl. The customer was unable to troubleshoot as she was calling from work. The customer did state that she wears the sensor, and checks her blood glucose levels only twice a day. Advised that she should calibrate the sensor three to four times a day. The customer also stated that she removed the insulin pump, and gave herself manual injections, but her blood glucose levels remained elevated. Nothing further was reported.